Manufacturer narrative:
The base of the abutment has broken and damaged the implant. Ultimately the practitioner decided to remove the implant. The breakage of the prosthesis was not caused by the anthogyr implant. Breakage may be the result of excessive force exerted on the prothesis.

Event description:
A fragment of the abutment remained blocked inside the implant. The practitioner tried to remove the fragment of the abutment but he failed. That is why, ultimately, the practitioner decided to remove the implant.